Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode likely caused by minute device mobility is suspected. In addition, swelling and pain were experienced at the implant site, which might indicate a possible trauma and consequent weakening of the electrode fixation, although no such event has been reported. To determine an exact root cause, an investigation on the explanted device would be necessary. Re-implantation is considered, but no date has been scheduled yet.

Event description:
Since (B)(6) 2020 this bilateral user suffered from swelling and pain at the implant site. The user was treated with antibiotics, which have improved these symptoms. There was a change in the user's hearing performance with the device. Re-implantation is considered but no date has been scheduled yet.

Event description:
Since march 2020 this bilateral user suffered from swelling and pain at the implant site. The user was treated with antibiotics, which have improved these symptoms. There was a change in the user's hearing performance with the device. The user has been re-implanted.

Manufacturer narrative:
Conclusion: damage to the active electrode which is consistent with minute device mobility was determined to have led to device failure over time due to fatigue wire breakages. In addition, swelling and pain were experienced at the implant site, which might indicate a possible trauma and consequent weakening of the electrode fixation, although no such event has been reported. The problems given in the recipient report appear to match the damage found. This is a final report.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
Since (B)(6) 2020 this bilateral user suffered from swelling and pain at the implant site. There was a change in the user's hearing performance with the device.